Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 13:16:19. During night drain cycle 2, the patient's ultrafiltration reading was 60ml, indicating the home patient (hp) drained 60ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 60 ml during therapy initiated on (B)(4) 2011 at 13:16, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 13:16. A partial fill was delivered during fill 2 of 2 of 72 ml, which was less than the expected fill volume of 100 ml. Review of the event log revealed the cycle 2 drain was completed on (B)(4) 2011 at 13:44 and the user's actual drain volume during cycle 2 was 133 ml. The actual drain volume of 133 ml is 133% of largest prescribed fill volume (lpfv) of 100 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.